Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 15mm x 3.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon third inflation at 10atm. The device able to remove from the patient's body without any problem. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.